Manufacturer narrative:
Corrected data: upon further review, the catalog # was reported inaccurately. On the initial report sent the catalog # read "0998-00-3013-53", but should have read "0998-00-3023-53".

Event description:
It has been reported that during a preventive maintenance (pm), performed by a company representative, the cs300 intra-aortic balloon pump (iabp) did not run for more than 135 minutes. There was no patient involvement or adverse event reported during this event. .

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) stated that during a pm, he noticed that the battery portable run time to be 135 minutes. The fse replaced the batteries, and also performed full functional tests to factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter's full name was abbreviated as the name exceeded maximum character limit. The complete name is, "(B)(6)". (B)(6).

Event description:
It has been reported that during a preventive maintenance (pm), performed by a company representative, the cs300 intra-aortic balloon pump (iabp) did not run for more than 135 minutes. There was no patient involvement or adverse event reported during this event. .